Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was randomly rebooting and shutting down. A field service engineer (fse) remoted into the station and found two windows updates failed. So, force patched and restarted. Then the fse stated that the problem could not be replicated which might be possibly due to the windows update issue. All drawers tested good in hardware test application and rebooted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was randomly rebooting and shutdown. There were no adverse events or injuries reported based on this event.